Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device had a liquid malfunction, was damaged, the red service led was on, indicators red, there was water marks on the inside of the housing, and there was liquid damage. It was further determined that the device failed pretest for information button and self-test, charging and checking of the power module in the charger, function test, saw test, and check indicator ¿ liquid damage. It was noted in the service order ¿service indicator is on, cant charge¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.